Manufacturer narrative:
Based on analysis results, this complaint is now determined to be an MDR malfunction. The analysis site confirmed the customer complaint and replaced the vso to correct the issue. After servicing the unit passed all qa functional testing. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. Complaint info is trend on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the control module was returned to the international service center for an unk reason. No further info is available. No reported pt consequence.